Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results were observed during use with the bd facslyric¿. The following information was provided by the initial reporter: the pir number of this case is (B)(6). Informed emea product complaint of the case number in service max the customer, when using facsuite, noticed that when she approved the results and sent them to lis, one of the percentage value was over 100%, which is technically not possible. The customer provided the prove of this error, because the pdf report that was generated indeed shows a value that is over 100%. When they reimport the analysis file , the% value goes back to normal.

Event description:
It was reported that erroneous results were observed during use with the bd facslyric¿. The following information was provided by the initial reporter: the customer, when using facsuite, noticed that when she approved the results and sent them to lis, one of the percentage value was over 100%, which is technically not possible. The customer provided the prove of this error, because the pdf report that was generated indeed shows a value that is over 100%. When they reimport the analysis file , the% value goes back to normal.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - fahmy razak. G.1 - manufacturing site contact - fahmy razak. Based on the investigation results, the reported issue of incorrect results were sent to lis on approval,with one of the percentage value was over 100% was confirmed. The provided information including system logs, assay, erp files and audit trail were evaluated, the potential cause was that the report was generated while the computation was still in progress. Investigation showed that while the system was in the process of calculating results, the results sent to lis. User should wait until the computation is fully complete before the results be sent to lis to avoid the defect observed by the customer. A defect was raised and will be prioritized and fixed in the later facsuite release. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.